Manufacturer narrative:
The reported product is an unknown baxter transfer set. The device was discarded, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient reported the transfer set fell off (disconnected) from the titanium adapter. The patient clamped the transfer set, ¿soaked the set in alcavis and put back together¿. Two days later, the patient experienced abdominal pain and subsequently the patient was diagnosed with peritonitis. The cause of the disconnection was unknown. It was not reported if the patient was hospitalized for the event. The patient was treated vancomycin and ceftazidime for the event. The transfer set was discarded, and the titanium adapter remained in use. No damage was noted on the set. The patient outcome was not reported. Action with pd therapy was not reported. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.